Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine adhesions ("synechiae") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, adenomyosis, endometriosis, dysmenorrhoea, uterine adhesions and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, uterine adhesions and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnorml bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine adhesions ("synechiae") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2018 hysterectomy with bilateral salpngectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, adenomyosis, endometriosis, dysmenorrhoea, uterine adhesions and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, uterine adhesions and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: case become incident. Event injury nos removed: lot number added. Events: ablation, adenomyosis and endometriosis, dysmenorrhea (cramping), pain, synechiae, hair loss, pelvic pain, plaintiff did not undergo essure confirmation test were added. Reporters, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.